Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a total laparoscopic hysterectomy and bilateral salpingo oophorectomy. After about 30 minutes use, a short circuit error occurred when there were twice overactivations. And the device stopped working. The part of the ptfe pad of the device fell off inside the pt. The part of the ptfe pad was retrieved. The procedure was completed with another thunderbeat device. There was no pt injury reported.